Event description:
It was reported that after a routine refill, patient felt numbness in their midsection and complained of not feeling well. Patient passed out and doctor's office called 911. Patient later reported pump had not been removed but due to two adverse reactions, it had not been filled for several months. The patient first reaction, 2000, resulted in paralysis from the patient waist down. The second reaction 2001 resulted in same symptoms. It is reported that doctor said he would not refill until pump was replaced. Patient reported being bothered by burning sensations in their legs and feet from reaction although patient is on demorol. Contact continues with customer.